Event description:
It was reported by the affiliate during an unknown procedure that the instrument had clips malfeeding down the shaft. The surgeon tried 2 other appliers and experienced the same issue. All 3 have been returned for investigation. When one clip applier did not perform in accordance with expectations, a second device was opened. When the same problem was experienced, a third one was opened. The same problem occurred. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected 4 clips, and 7 clips were properly fed and formed. The instrument locked out as intended. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The analysis results found that the er420 instrument (c) was returned with the jaws over twisted. The instrument was cycled and ejected 5 clips, and 4 clips were properly fed and formed. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the over twisted jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.